Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("serious tummy pain that doubled her over"), tetany ("as soon as she awoke after implantation under general anesthesia, she had a tetanus attack") and the first episode of syncope ("as soon as she put her feet on the floor after implantation under general anesthesia, she fainted") in a (B)(6) female patient who received essure (batch no. C26963) for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 (two children ages 12 and 17). Previously administered products included iud for contraception with an associated reaction of device intolerance and pill for oral contraception with an associated reaction of drug intolerance. Concomitant products included anesthetics, general for general anesthesia. In (B)(6) 2014, the patient started essure. In (B)(6) 2014, the patient experienced tetany (seriousness criterion hospitalization), the first episode of syncope (seriousness criterion hospitalization) and device intolerance ("her body did not accept these implants"). In 2015, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), abdominal pain upper ("stomach pain"), metrorrhagia ("bleeding between menstrual periods, blood loss after her periods"), myalgia ("muscle pain pretty much all over"), migraine ("migraines"), nausea ("nausea"), dyspareunia ("painful intercourse"), memory impairment ("memory lapses"), weight increased ("in two years her weight changed: 20 kilos gained"), fatigue ("chronic fatigue, she was constantly tired, she even had to stop exercising"), dyspepsia ("burning sensation in stomach"), heart rate increased ("as soon as my heart rate increased, I would faint"), malaise ("malaise, being not well"), the second episode of syncope ("as soon as my heart rate increased, I would faint"), coital bleeding ("bleeding after intercourse"), loss of libido ("loss of libido"), ovulation disorder ("aggravated symptoms during ovulation"), phlebitis ("suspected phlebitis"), vision blurred ("blurry vision"), back pain ("lumbar pain"), pain in extremity ("leg pain, thumb pain"), arthralgia ("joint pain, hip pain") and pelvic pain ("pelvic pain"). The patient was hospitalized sometime in (B)(6) 2014 until sometime in 2014. The patient was treated with surgery (n (B)(6) 2017 will have the essure implants removed with fallopian tubes, uterus and cervix). Essure treatment was ongoing at the time of the report. At the time of the report, the abdominal pain, tetany, first episode of syncope, abdominal pain upper, device intolerance, metrorrhagia, myalgia, migraine, nausea, dyspareunia, memory impairment, dyspepsia, heart rate increased, second episode of syncope, coital bleeding, loss of libido, ovulation disorder, phlebitis, vision blurred, back pain, pain in extremity, arthralgia and pelvic pain outcome was unknown and the weight increased, fatigue and malaise had not resolved. The reporter considered abdominal pain, tetany, the first episode of syncope, abdominal pain upper, device intolerance, metrorrhagia, myalgia, migraine, nausea, dyspareunia, memory impairment, weight increased, fatigue, dyspepsia, heart rate increased, malaise, the second episode of syncope, coital bleeding, loss of libido, ovulation disorder, phlebitis, vision blurred, back pain, pain in extremity, arthralgia and pelvic pain to be related to essure. The reporter commented: the implants were inserted in the hospital. She had general anaesthesia. She was hospitalized for 4 days. The first side effets appeared six months (also reported 4 months) after the intervention. For the pain she took at least 37 physical therapy sessions over the course of two years. In (B)(6) 2016, she happened to find the (B)(4) alerte essure » (B)(6). She had all the symptoms described by the members of the group. This really opened her eyes, her problems did come from the contraceptive implants. Allergy tests to nickel and chrome were normal, but dermatologist told one can be intolerant of the implant's components without being allergic to them. She stated her case in all those heavy metals were probably endocrine disruptors. Her gynecologist even though he is not totally convinced that all of her symptoms are related to the implants is taking things more seriously and agreed to remove the implants. Her anesthesist, whom she met in early (B)(6) 2017, qualifies the removal as a new trend » since the affair has been released in the press (reported in (B)(6)) diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: allergy test result was no allergy to nickel or crome (normal). On an unknown date: blood test result was nothing found (normal). On an unknown date: computerised tomogram result was nothing found in abdomen (normal). On an unknown date: nuclear magnetic resonance imaging result was nothing found in abdomen or hand (normal). On an unknown date: ultrasound abdomen result was nothing found (normal). On an unknown date: ultrasound scan vagina result was nothing found (normal). On an unknown date: urine analysis result was nothing found (normal). -on unspecified dates: several tests (blood test, x-rays, scans, allergy tests to nickel and chrome, colonoscopy ect) repeated over the years: negative, nothing abnormal. Company causality comment: this spontaneous case report was received via (B)(6). It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and as soon as she awoke after implantation, she had a tetanus attack and fainted. She was hospitalized for 4 days. Months later, she started to experienced serious tummy pain that doubled her over. According to her, essure removal is scheduled (date approximately 2.5 years after device placement). Only tetanus attack is unanticipated according to the reference safety information for essure. In this particular case, essure insertion procedure was performed under general anesthesia and the consumer developed tetany and syncope after the procedure. The exact etiology of these events was not specified. Although they may have occurred as a complication of the anesthetic procedure, considering they occurred in close association with essure insertion, causality with the suspect insert cannot be excluded. Regarding the remaining event, since abdominal pain may occur during essure therapy and as no alternative explanation is available; causality with the suspect insert cannot be excluded. Other adverse events were also reported. This case is regarded as an incident, due to hospitalization and since device removal is planned. A product technical analysis is being sought. No active follow-up will be pursued ((B)(6) case).

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("serious tummy pain that doubled her over"), tetany ("as soon as she awoke after implantation under general anesthesia, she had a tetanus attack") and the first episode of syncope ("as soon as she put her feet on the floor after implantation under general anesthesia, she fainted") in a (B)(6)-old female patient who had essure (batch no. C26963) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 (two children ages (B)(6)). Previously administered products included for contraception: iud; for oral contraception: pill. Past adverse reactions to the above products included device intolerance with iud; and drug intolerance with pill. Concomitant products included anesthetics and general in (B)(6) 2014 for general anesthesia. In (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced tetany (seriousness criterion hospitalization), the first episode of syncope (seriousness criterion hospitalization) and device intolerance ("her body did not accept these implants"). In 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain"), metrorrhagia ("bleeding between menstrual periods, blood loss after her periods"), myalgia ("muscle pain pretty much all over"), migraine ("migraines"), nausea ("nausea"), dyspareunia ("painful intercourse"), memory impairment ("memory lapses"), weight increased ("in two years her weight changed: 20 kilos gained"), fatigue ("chronic fatigue, she was constantly tired, she even had to stop exercising"), dyspepsia ("burning sensation in stomach"), heart rate increased ("as soon as my heart rate increased, I would faint"), malaise ("malaise, being not well"), the second episode of syncope ("as soon as my heart rate increased, I would faint"), coital bleeding ("bleeding after intercourse"), loss of libido ("loss of libido"), ovulation disorder ("aggravated symptoms during ovulation"), phlebitis ("suspected phlebitis"), vision blurred ("blurry vision"), back pain ("lumbar pain"), pain in extremity ("leg pain, thumb pain"), arthralgia ("joint pain, hip pain") and pelvic pain ("pelvic pain"). The patient was hospitalized for 4 days sometime in (B)(6) 2014 until sometime in 2014. The patient will be treated with surgery (in (B)(6) 2017 will have the essure implants removed with fallopian tubes, uterus and cervix). Essure treatment was not changed. At the time of the report, the abdominal pain, tetany, abdominal pain upper, device intolerance, metrorrhagia, myalgia, migraine, nausea, dyspareunia, memory impairment, dyspepsia, heart rate increased, the last episode of syncope, coital bleeding, loss of libido, ovulation disorder, phlebitis, vision blurred, back pain, pain in extremity, arthralgia and pelvic pain outcome was unknown and the weight increased, fatigue and malaise had not resolved. The reporter considered abdominal pain, abdominal pain upper, arthralgia, back pain, coital bleeding, device intolerance, dyspareunia, dyspepsia, fatigue, heart rate increased, loss of libido, malaise, memory impairment, metrorrhagia, migraine, myalgia, nausea, ovulation disorder, pain in extremity, pelvic pain, phlebitis, tetany, vision blurred, weight increased, the first episode of syncope and the second episode of syncope to be related to essure. The reporter commented: the implants were inserted in the hospital. She had general anaesthesia. She was hospitalized for 4 days. The first side effects appeared six months (also reported 4 months) after the intervention. For the pain she took at least 37 physical therapy sessions over the course of two years. In (B)(6) 2016, she happened to find the (B)(6) alerte essure » (B)(6) page. She had all the symptoms described by the members of the group. This really opened her eyes, her problems did come from the contraceptive implants. Allergy tests to nickel and chrome were normal, but dermatologist told one can be intolerant of the implant's components without being allergic to them. She stated her case in all those heavy metals were probably endocrine disruptors. Her gynecologist even though he is not totally convinced that all of her symptoms are related to the implants is taking things more seriously and agreed to remove the implants. Her anesthesist, whom she met in early (B)(6) 2017, qualifies the removal as a new trend » since the affair has been released in the press (reported in laypress rue89lyon) diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: no allergy to nickel or crome (normal). Blood test - on an unknown date: nothing found (normal). Computerised tomogram - on an unknown date: nothing found in abdomen (normal) nuclear magnetic resonance imaging - on an unknown date: nothing found in abdomen or hand (normal). Ultrasound abdomen - on an unknown date: nothing found (normal). Ultrasound scan vagina - on an unknown date: nothing found (normal). Urine analysis - on an unknown date: nothing found (normal). On unspecified dates: several tests (blood test, x-rays, scans, allergy tests to nickel and chrome, colonoscopy ect) repeated over the years: negative, nothing abnormal. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-may-2017 for the following meddra preferred terms: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Tetany. The analysis in the global safety database revealed (B)(4) case (only this case). Syncope. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot#: c26963 - production date: 26-feb-2014 - expiration date: 28-feb-2017 sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 3-may-2017: quality safety evaluation of ptc. Company causality comment : this spontaneous case report was received via laypress. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and as soon as she awoke after implantation, she had a tetanus attack and fainted. She was hospitalized for 4 days. Months later, she started to experienced serious tummy pain that doubled her over. According to her, essure removal is scheduled (date approximately 2.5 years after device placement). Only tetanus attack is unanticipated according to the reference safety information for essure. In this particular case, essure insertion procedure was performed under general anesthesia and the consumer developed tetany and syncope after the procedure. The exact etiology of these events was not specified. Although they may have occurred as a complication of the anesthetic procedure, considering they occurred in close association with essure insertion, causality with the suspect insert cannot be excluded. Regarding the remaining event, since abdominal pain may occur during essure therapy and as no alternative explanation is available; causality with the suspect insert cannot be excluded. Other adverse events were also reported. This case is regarded as an incident, due to hospitalization and since device removal is planned. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No active follow-up will be pursued (laypress case).

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("serious tummy pain that doubled her over"), tetany ("as soon as she awoke after implantation under general anesthesia, she had a tetanus attack") and the first episode of syncope ("as soon as she put her feet on the floor after implantation under general anesthesia, she fainted") in a (B)(6) female patient who had essure (batch no. C26963) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 (two children ages 12 and 17). Previously administered products included for contraception: iud; for oral. Contraception: pill. Past adverse reactions to the above products included device intolerance with iud; and drug intolerance with pill. Concomitant products included anesthetics and general in (B)(6) 2014 for general anesthesia. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced tetany (seriousness criterion hospitalization), the first episode of syncope (seriousness criterion hospitalization) and device intolerance ("her body did not accept these implants"). In 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain"), metrorrhagia ("bleeding between menstrual periods, blood loss after her periods"), myalgia ("muscle pain pretty much all over"), migraine ("migraines"), nausea ("nausea"), dyspareunia ("painful intercourse"), memory impairment ("memory lapses"), weight increased ("in two years her weight changed: 20 kilos gained"), fatigue ("chronic fatigue, she was constantly tired, she even had to stop exercising"), dyspepsia ("burning sensation in stomach"), heart rate increased ("as soon as my heart rate increased, I would faint"), malaise ("malaise, being not well"), the second episode of syncope ("as soon as my heart rate increased, I would faint"), coital bleeding ("bleeding after intercourse"), loss of libido ("loss of libido"), ovulation disorder ("aggravated symptoms during ovulation"), phlebitis ("suspected phlebitis"), vision blurred ("blurry vision"), back pain ("lumbar pain"), pain in extremity ("leg pain, thumb pain"), arthralgia ("joint pain, hip pain") and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced headache ("headaches"), dizziness ("dizziness"), ear infection ("otitis"), dyspnoea ("breathlessness") and general physical health deterioration (general state alteration). The patient was hospitalized for 4 days sometime in (B)(6) 2014 until sometime in 2014. The patient was treated with surgery (essure removed on (B)(6) 2017 during bilateral salpingectomy by laparoscopy and hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, tetany, abdominal pain upper, device intolerance, nausea, dyspareunia, memory impairment, dyspepsia, loss of libido, ovulation disorder and pain in extremity outcome was unknown, the metrorrhagia, myalgia, migraine, heart rate increased, malaise, the last episode of syncope, coital bleeding, phlebitis, vision blurred, back pain, arthralgia, pelvic pain, headache, dizziness, ear infection, general physical health deterioration and dyspnoea had resolved and the weight increased and fatigue had not resolved. The reporter considered abdominal pain, abdominal pain upper, arthralgia, back pain, coital bleeding, device intolerance, dyspareunia, dyspepsia, fatigue, heart rate increased, loss of libido, malaise, memory impairment, metrorrhagia, migraine, myalgia, nausea, ovulation disorder, pain in extremity, pelvic pain, phlebitis, tetany, vision blurred, weight increased, the first episode of syncope and the second episode of syncope to be related to essure. The reporter provided no causality assessment for dizziness, dyspnoea, general physical health deterioration, ear infection and headache with essure. The reporter commented: the implants were inserted in the hospital. She had general anaesthesia. She was hospitalized for 4 days. The first side effects appeared six months (also reported 4 months) after the intervention. For the pain she took at least 37 physical therapy sessions over the course of two years. In (B)(6) 2016, she happened to find the france alerte essure » facebook page. She had all the symptoms described by the members of the group. This really opened her eyes, her problems did come from the contraceptive implants. Allergy tests to nickel and chrome were normal, but dermatologist told one can be intolerant of the implant's components without being allergic to them. She stated her case in all those heavy metals were probably endocrine disruptors. Her gynecologist even though he is not totally convinced that all of her symptoms are related to the implants is taking things more seriously and agreed to remove the implants. Her anesthesist, whom she met in early (B)(6) 2017, qualifies the removal as a new trend » since the affair has been released in the press (reported in laypress rue89lyon) diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: no allergy to nickel or crome (normal). Blood test - on an unknown date: nothing found (normal). Computerised tomogram - on an unknown date: nothing found in abdomen (normal). Nuclear magnetic resonance imaging - on an unknown date: nothing found in abdomen or hand (normal). Ultrasound abdomen - on an unknown date: nothing found (normal). Ultrasound scan vagina - on an unknown date: nothing found (normal). Urine analysis - on an unknown date: nothing found (normal). On (B)(6) 2016: several tests (blood test, x-rays, scans, allergy tests to nickel and chrome, colonoscopy ect) repeated over the years: negative, nothing abnormal. On (B)(6) 2016: lymphocyte activation test negative to nickel and titanium the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: abdominal pain. The analysis in the global safety database revealed 1059 cases. Tetany. The analysis in the global safety database revealed 1 case (only this case). Syncope. The analysis in the global safety database revealed 17 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: lot#: c26963 - production date: (B)(6) 2014- expiration date: 28-feb-2017. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: essure was removed on (B)(6) 2017 during bilateral salpingectomy by laparoscopy and hysterectomy. Following the removal of essure, following events resolved: bleeding episodes, joint, muscular, lumbar and pelvic pain, episodes, migraine, headaches, fatigue, general state alteration, dizziness, otitis, cardiac effect and breathlessness. No other new medical information was provided. Case closed. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.